Event description:
Male suffering from allergies, including red, itchy, watery eyes. Treated at pediatrician in 2007, and was prescribed zyrtec and prescription eye drops. Allergies still persisted including very red eyes with mucus. Treated at pediatrician ten days later, and was prescribed allegra and over the counter eye drops. Allergy symptoms became better, but eyes continued to be very red and irritated. Treated at eye dr the following three days for a very serious eye infection in both eyes, including an infection of right cornea. Was prescribed prescription eyedrops -with steroids- to administer every 2 hrs for 24 hrs and then 4 times per day. Follow-up at eye dr five days later and treatment had been effective. Frequency: daily. Dates of use: 2006 - 2007. Diagnosis or reason for use: for daily wear and nightly storage of contact lenses.